Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: an opened box with eight packets of product code k833 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: what is the lot number? Rhbekr. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? During handling on the patient. Was there any adverse consequence associated with the patient? No. Device return status: shipping soon. Related to: 2210968-2021-12354.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2021 and suture was used. During the procedure, two sutures had needles pop off. They were retrieved. There were no patient consequences reported. Additional information was requested.